Event description:
It was reported that this pt monitor shut down and the screen went blank. It was also reported that no pt was connected to the monitor at the time.

Manufacturer narrative:
Evaluation summary: the subject device was returned for evaluation and investigation. Complaint evaluation confirmed the user's report that the pt monitor's screen would "freeze" several minutes after power-on. Investigation isolated the problem to one of the device's internal circuit boards. Replacement of the failed circuit board restored the device to normal operation. The repaired device was then fully tested and found to meet its performance specifications.